Manufacturer narrative:
A steris service technician inspected the washer and found that the drying piston valve required adjustment. The drying piston was not operating properly by moving up and down to prevent water from entering the drying assembly. The technician made the proper adjustments, tested the washer, and confirmed the unit to be operating properly. No additional issues have been reported.

Event description:
The user facility reported water was leaking from their washer. No report of injury.